Event description:
The cranial implant was assumed to be sterile and the mold was placed on the operating room sterile field, resulting in contamination of the field. The cranial implant was not inserted due to brain swelling. This was a close call. The labeling on the cranial implant packaging does not indicate that the product is sterile. However, the package insert does clearly state that the "custom implant and the host-bone model are supplied non-sterile." It is felt that the outside packaging should state that the product is not sterile.